Manufacturer narrative:
(B)(4).

Event description:
It was reported "prior to inserting the guidewire, physician noticed j-wire was unraveled in middle of j-bend. Physician didn't attempt to insert, yet due to trauma, they used the straight end knowing it wasn't the "best" thing. They had no issue in insertion. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "prior to inserting the guidewire, physician noticed j-wire was unraveled in middle of j-bend. Physician didn't attempt to insert, yet due to trauma, they used the straight end knowing it wasn't the "best" thing. They had no issue in insertion. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".